Event description:
It was reported that the patient observed a red call doctor icon from their external communicator. Upon a data review, it was noted that the alert had been declared due to elevated, out-of-range shock impedance measurements (greater than 130 ohms) from this right ventricular (rv) lead. Information has been requested regarding any potential resolution details, but a response has not yet been received. At this time, this rv lead remains implanted and in-service. No adverse patient effects were reported.